Event description:
According to the initial report received via email on 25march2025, protect study patient experienced ¿chronic aortic expansion in zone 4 34x25.¿ event onset is 08oct2024 and event is ongoing. The event is recorded as possibly related to the amds device and possibly related to the amds procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2020.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on (B)(6) 2025, protect study patient experienced ¿chronic aortic expansion in zone 4 34x25.¿ event onset is 08oct2024 and event is ongoing. The event is recorded as possibly related to the amds device and possibly related to the amds procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided and the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2020. This investigation is relegated to amds40-de, lot number c2458837a with the allegation that the device is possibly related to the patient experiencing chronic aortic expansion in zone 3 34x25. Additional information received 03/26/2025: "based on the data in the ecrf, I can provide the following information: treatment method/medical intervention: there has been no treatment for the event so far. Patient comorbidities: the following comorbidities were known before the amds implantation: aneurysm in ascending aorta (65 mm), hypertension (controlled with 2 drugs) the following adverse events occurred after the amds implantation: decompensation of the intraocular pressure in the left eye, atrial fibrillation, pericardial effusion/hematoma, postoperative delirium, but all were indicated as not related to the device. CT images: the following cts are available: pre-op, discharge, 3 year, 4 year additional information received 05/15/2025: the ae file was updated for this event: chronic aortic expansion in zone 4 was changed to zone 3. Medical records verified to indicate zone 3. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-40, lot c2458837a (finished goods) and c2458645a (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 (study team first became aware on (B)(6) 2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 50-year-old female who had an amds 40-de (serial #/lot #: (B)(6)) implanted on (B)(6) 2020 at (B)(6), germany. The responsible investigator for the amds study is dr. (B)(6). Adverse event # 4 reported a vascular related event detailed as ¿chronic aortic expansion in zone 3 (34x25mm)¿, with an onset date of 08oct2024 (~4 years post-op) and is reported as ongoing. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. The debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. No treatment was provided, and the event outcome was documented as ongoing. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information provided by the study team specified that the patient has the following comorbidities: aneurysm in ascending aorta (65 mm), and hypertension (controlled with 2 drugs). The CT images were provided. The reviewer stated that ¿no significant aortic expansion could be detected with the available data¿. The reviewer indicated ¿unknown¿ in response agreeing with the compliant description for the following reason: further CT data would be helpful to be able to determine an expansion of the aorta and to be able to make measurements, as this is not possible with the available data. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.